Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On-site investigation was not performed by our field service engineer. According to provided information, the estimate quotation was not accepted by the client. The solution to the issue is unknown and it is not possible to know which parts have been found defective. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. The root cause cannot be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 08/19/2019; corrected manufacture date: 07/19/2019. H3 other text : 4119.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).